Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the set screw of the pacemaker got stripped. The pacemaker was not used and replaced on(B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of the setscrew coming out of the device and stuck to the wrench tip was confirmed. Analysis revealed that the problem was likely caused by incorrect insertion of the torque wrench. The manufacturing investigation found the torque wrench within specified limits, even though there was asymmetry in the hex tip, but it was within specification. The incorrect insertion made it difficult to properly engage the setscrew inset with the wrench. When the wrench was inserted by force, the wrench tip became stuck in the setscrew, causing the setscrew to be pulled out of the device stuck to the wrench tip.